Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 750mg/dl. The customer's most current level was 558mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states they had received no delivery alarm. Troubleshoot was conducted and the customer states the device continued to alarm for no delivery despite complete set change. The customer states they would call back at a later time to complete troubleshoot.